Event description:
It was reported that when the temporary pacing cable was being used with an external pulse generator (epg) the pace light on the epg was illuminating but there was no capture. The epg system was replaced with another temporary pacing system. The cable was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the patient cable was fractured. (B)(4).